Event description:
Alleged the head section will not rise above 30 degrees.

Manufacturer narrative:
The technician found the head cylinder was leaking hydraulic oil. The technician replaced the head cylinder to repair the bed.